Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Revision insert change left tkr-poly exchange. Patient loose in extension-lateral compartment. Patella lift off-patella implant removed-fracture observed post removal 12mm left cs insert removed, 35mm patella removed. 14mm left cs implanted. No patella replaced and no fixation of patella. Knee stable in flexion and extension.